Event description:
The customer reported to olympus that the colonovideoscope had an image defect. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, foreign material was found clogging the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation findings are as follows: due to a crack on the bending section cover, insulation resistance value at the distal end did not meet standard value, the adhesive on the bending section cover, light guide lens and objective lens had a white clouded area, the scope connector had a crack and was dirty due to water leakage, due to clogging of the nozzle, air supply volume, water removal ability and water supply volume did not meet standard value, the plastic distal end cover had a dent, the adhesive on the bending section cover had a crack and chip, due to wear of the angle wire, bending angle in the up direction did not meet standard value and the play of the up/down knob was out of standard value, due to clogging of the jet tube, water could not be supplied, the connecting tube had a scratch, the protector of the universal cord on the scope connector side had a scratch, and the universal cord had a scratch. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay/lag time between the end of clinical use and the start of pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free clothes, brushes or sponges. The air/water nozzle/channel was flushed with detergent solution. According to the customer, the following details regarding the cds process were unknown: whether the air/water nozzle was flushed with air and water. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
H10: per the customer¿s response, it is unknown whether reprocessing was practiced in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.